Event description:
It was reported that the pt involved in the event had a mildly tortuous aorta. The pt also had two renal stents. The iab was prepped per instruction. The md inserted a sheath & then the iab. As soon as the iab was in position, blood was seen backing into the catheter tubing. The staff immediately pulled the iab back out, & another iab was inserted. There were no reported pt complications. Refer to medwatch no. 1219856-2007-00161 for second event involving this pt.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.